Event description:
This is the same pt associated with reports 2024601-2006-00579 and 2024601-2006-00580. Pt reported experiencing angioedema all over her body, muscle and joint pain, and other systemic symptoms after receiving treatment. Pt did not receive collagen skin test prior to treatment. Pt was treated with antihistamines and prednisone.